Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, post release of the fixated right ventricular (rv) leadless pacemaker (lp) and prior to release of the fixated right atrial (ra) lp, the patient became hypotensive, and their femoral pulse was not able to be found. Cardiopulmonary resuscitation was then performed before the ralp was finally released with difficulties from the delivery catheter. The lps were mechanically and electrically stable, but patient began to decompensate, so programming changes were made. Consequently, the patient began to fibrillate. Shocks were performed and the patient was put onto extracorporeal membrane oxygenation (ECMO). Once again programming changes were made. The pulseless electrical activities were suspected to be due to heart trauma. The ralp and rvlp were implanted. Patient condition was stable.